Manufacturer narrative:
Initial MDR 1877267 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula was bent event on 18-apr-2024. The blood glucose level was displayed high at the time of event and was managed by bolus via pump. The event occured within three hours of insertion. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4)- MDR. Correction: this MDR is being submitted to correct the submitted the report number for the second copy of the pr (B)(4). The correct format for the naming of this pr are: supplemental report 02 - MDR (B)(4) - MDR supplemental report 02 - MDR (B)(4) - MDR supplemental report 02 - MDR (B)(4) - MDR additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6004389 have already been previously tested in the pr (B)(4) on (B)(6) 2025. Test results: the reference samples were tested for flow. All test results were within specifications as per the test report. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 for the code soft cannula found bent/kinked upon removal from infusion site test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR): the lot 6004389 was manufactured according to the wi version 108 manufactured in the line 3, on 28/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 23/jan/2025 against malfunction code soft cannula found bent/kinked upon removal from infusion site and lot 6004389 and no other complaint has been registered in database for the same lot 6004389 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint pr (B)(4) has been evaluated. The batch 6005583 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site" complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6005583 was manufactured according to the work instruction version 111 manufactured in the linea 1, on 22/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "soft cannula found kinked upon removal from infusion site" and lot 6005583 and other one complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, 8 complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the on market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.